Event description:
It was reported that the setscrew inside the n55 (alignment indicator for helical blade inserter) was found broken in sterile processing. No reported adverse event relating to a patient. No report of a surgical delay. This report is for an unknown screw. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: information was initially submitted under MFR number 2520274- 2015-11173 as an initial medwatch (submitted (B)(6) 2015) and three follow up medwatches (submitted (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015); however, it was noted on (B)(6) 2015 that the initial medwatch had failed the submission process due to an issue in date received by MFR. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. This report is for an unknown screw. Device was not implanted/explanted. An investigation summary was performed. The investigation of the complaint articles has shown that: one part belonging to the trochanteric fixation nail system was returned; a helical blade inserter (part (B)(4), lot unknown, manufacture date unknown), was returned with the complaint that ¿it was reported that the setscrew inside the n55 (alignment indicator for helical blade inserter) was found broken in sterile processing.¿ upon receipt of these devices it was seen that only the alignment indicator and broken locking shaft were returned. This complaint is confirmed. Given the hammer marks about the returned portion of the device, hammering during impaction or removal likely led to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.